Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer continued to use the pump for insulin therapy. The customer¿s blood glucose level was 400-500 mg/dl.